Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the seal leaked after the use of the clipper and stapler. There was no patient involved in this event.

Manufacturer narrative:
Based on review of the file, this report was updated from a malfunction to a non-reportable event.

Event description:
According to the reporter, the seal leaked after the use of the clipper and stapler. There was no patient involved in this event.